Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) performed annual preventive maintenance and changed the measuring cell on (B)(6) 2019. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys cea (cea) on a cobas e 801 module. The initial result from the e801 module in question was 19.1 ng/ml. The sample was repeated twice on a cobas 8000 e 602 module with results of 0.848 ng/ml and 2.19 ng/ml. The results from the e602 module are not being questioned. The sample was repeated on a different e801 module with a result of 0.927 ng/ml. No questionable results were reported outside of the laboratory. The result of 0.927 ng/ml was believed to be correct and was reported outside of the laboratory. The cea reagent lot number was 377028 with an expiration date of 31-may-2020.